Event description:
The customer reported that a pt had an extreme desaturation and no red alarm sounded.

Manufacturer narrative:
(B)(4): the customer reported that a pt had an extreme desaturation and the device did not generate a red alarm. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.